Event description:
It was reported that this patient had surgical intervention, on a non-heart related issue. After surgery the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a low shock impedance (less than 30 ohms, but within normal range). The physician believes magnet application was applied during the surgical procedure. Provocative maneuver testing did not reveal any artifacts in all three sensing vectors. A technical service (ts) consultant reviewed device data noting shock impedance at 30-55 ohms over the last 3 months. Ts provided recommendations for additional testing and recommended x-ray imaging to verify device location. Ts advised of a slow increase in battery power consumption and provided recommendations to recheck device battery in 3 months. The device remains implanted. No adverse patient effects were reported. New information was received indicating that the subcutaneous implantable cardioverter defibrillator (s-ICD) has been deactivated due to low system shock impedance (within normal range). In clinic provocation testing and renewed measurements were performed without any changes. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.